Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient underwent a manipulation under anesthesia to alleviate pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. No devices or photos were received; therefore the condition of the components is unknown. Review of op-notes for initial surgery noted the pin used to fix the box cutter broke and the patient retained the fractured piece. The patient had a manipulation under anesthesia to decrease the pain. Review of revision procedure identified no deviations/complications during the procedure. The device history records (DHR) were reviewed for deviations and/ or anomalies with deviations/anomalies identified: scrap 1 piece trim common cause scrap. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.